Event description:
During an acdf procedure, the surgeon inserted a cslp screw. During final tightening, the screw head splayed open. The surgeon removed the screw and replaced it with a self tapping screw to complete the procedure.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.